Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to activation failure including expansion failures (inflation issues/failure to deploy) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. It should be noted that there was no report of any damage to the stent delivery system (sds) during inspection or preparation of the device prior to use, which suggests that a product quality issue did not contribute to the reported complaint. Based on the limited information provided and without the device to examine, a definitive cause for the reported activation failure including expansion failures cannot be determined.

Event description:
It was reported the procedure was to treat a stenosed lesion in the right external iliac artery. The 7.0x39mm otw omnilink elite stent delivery system (sds) was advanced to the target lesion and inflation was attempted however the balloon did not inflate and the stent did not deploy. The sds was removed and the stent was still intact on the balloon. A non-abbott stent was used to complete the procedure. Post procedure the omnilink elite was able to be inflated on the table however it was difficult with a lot of resistance. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.